Event description:
Event description: cpi received information that this implantable cardioverter defibrillator (ICD) device did not generate tones during magnet application and could not be interrogated following an aborted dft test.